Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced perineal fistula.

Event description:
It was reported that following insertion the patient experienced perineal fistula.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infections, vaginal soreness, and emotional distress.

Event description:
It was reported that following insertion the patient experienced bladder infections, vaginal soreness, and emotional distress.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced atrophic vaginitis and incontinence.

Event description:
It was reported that following insertion patient experienced atrophic vaginitis and incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy, laparoscopy sacral colpopexy. It was reported that patient had mesh excision on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence and sling mesh was used. The patient had a second procedure on (B)(6) 2009 and mesh was implanted. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two events were involved for this patient. See also medwatch 2210968-2012-04115. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat fallen bladder. No additional information was provided.